Manufacturer narrative:
(B)(4). The service engineer evaluated the device and verified the reported complaint. The alarm silence button was stuck. The overlay was removed and inspected, no anomalies were observed. The layers of the membrane were separated and the traces were found shorted together. The intermittent alarm was due to the damaged membrane. The membrane was replaced. The reported event was duplicated.

Event description:
During service, it was reported that a ventilator alarm silence membrane was non-functional and the audible alarm was intermittent. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.